Event description:
This pt complained of pain at the pocket site. The physician revised the pocket and repositioned the device on (B)(6) 2012. This device remains actively implanted. Should add'l info become available, this report will be updated.